Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no unexpected restart alarm noted during test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer reported that the insulin pump also alarmed unexpected restart. Customer's blood glucose reading was 412 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.